Event description:
On (B)(4) 2012, customer reported that the dxc 800 pro instrument experienced "cuvettes have failed water blank" errors due to leak in the reaction wheel. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts instructed the customer to take out the reaction wheel, and the customer noted that green fluid had leaked around the cuvettes. Customer cleaned all cuvettes with kim wipes and deionized water. Cts instructed the customer on how to properly install the reaction wheel, and to place the wash tower back on before turning the system on. This resolved the issue and no further leaks were observed. The failure mode was the improper installation of the reaction wheel.

Manufacturer narrative:
(B)(4).